Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: reported during an outbound call that the patient had expired. Lack of information surrounding the cause of death. Lack of information whether the patient was using the v-go at time of death. Device could not be ruled out as a contributing factor. Device is not available for technical review.

Event description:
Family member (unknown relationship) of a (B)(6) year old vgo user (vgo size unknown) reported to the valeritas adverse event (ae) assessor during an outbound call that the patient (pt.) Expired on (B)(6) 2016. Family member declined to provide information family member was very brief and ended the call. Based upon the limited information provided, ae assessor cannot excluded the vgo as a contributing factor to this report. The family member declined to provide the cause of death or circumstances surrounding the death. There is no further information available at this time. It is not known if patient was wearing the v-go at the time of death.